Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured due to the valve being too deep at 9 millimeter (mm) on the non coronary cusp. During the recapture, at approximately 2/3 closed, the deployment knob broke. At this time, the valve was not fully expanded. The patient was not stable due to low blood pressure. The valve was attempted to be recaptured quickly, however was unsuccessful due to the resistance in the inlay of the deployment knob. The valve was opened in a deeper position with good hemodynamics. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle components detached from the dcs. The device was received with the capsule partially opened. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Both tab 3 and tab 4 on the male actuator component were observed to be hinging inwards. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. In the device instructions for use (IFU), hypotension is listed as potential adverse event associated with the implantation of the device. In this case, the valve was opened in a deeper position with good hemodynamics. The subject dcs was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The device was received with the handle components detached from the dcs, confirming the reported event. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.